Manufacturer narrative:
UDI: (B)(4). Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided the customer had a dual reactive chagas and (B)(6) sample when using abbott prism chagas, list number 7k35, lot 39515m500 and abbott (B)(6), list number 6d18, lot 45055m500. Refer to manufacturer report # 1415939-2015-00015 for (B)(6). Evaluation of complaint data for the products and reagent lots used by the customer identified normal complaint activity. Additionally, review of the device history records for the reagent lots did not reveal any issues related to the customer's observations. A label review was also performed and found labeling to adequately address the customer's issue. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott (B)(6) and abbott prism chagas products are less than the package insert upper 95% confidence intervals. As a result, there is not enough information to reasonably suggest a malfunction (within performance claims). This investigation indicates that the product is performing as expected; there is no deficiency.

Event description:
The account stated the donor sample ID (B)(6) generated false reactive prism chagas results (15.39, 14.42, 12.83 s/co) but tested ortho chagas confirmation negative. No impact to patient management was reported. No specific donor information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.